Event description:
A new power board was installed at the customer site and during test run at 2600 rpm the unit began to smoke. The customer confirmed that there was no fire, spark or flame associated with this incident. They did not summon the fire department and there was no injury. There was no effect to patient or user.

Manufacturer narrative:
The entire centrifuge is being shipped to beckman coulter, inc. For investigation, but as of (B)(6) 2011, it has not yet arrived. Further investigation will not be possible until the unit arrives. The cause of the smoke is not yet known.